Event description:
Rptr has mentor saline breast implants and right implant has ruptured. This has been confirmed, but rptr was also told that the implant is no longer available on the market and they are notorious for rutpured valves. The co will replace both implants due to the fact that they don't make the same product any more so they have to replace both not just the right one. They have offered to pay only 1,200.00 toward hosp fees, free implants and no other cost. The whole surgery cost also almost 8,000.00. The co admits their fault to the faulty valve but rptr is to cover all the other fees. Original surgery before this happened was only four and a half years. Rptr feels this is ethically wrong. Rptr cannot afford to have the implants explanted.